Event description:
Customer processed a pt sample for ctni (troponin) and mmb (mass creatine kinase mb isoenzyme) on the dimension(r) rxl. Innaccurate low results were obtained due to plasma being removed from the primary tube after instrument performed level sense. There were no adverse pt consequences. Sequence of events: initial sample: instrument correctly performed level sense on primary tube, sample processed from primary tube, results above assay range, auto-dilute initiated, plasma removed from tube by tech (in conclict with instructions provided in the dimension(r) rxl operator guide date 9/00). No results reported. Auto-dilute sample: sample processes from primary tube, insufficient sample due to plasma being removed by tech, low results reported (ctni 0.00 ng/ml, mmb 0.60 ng/ml). Restest sample: sample processed from sample cup, manual dilution. (Ctni 75.02 ng/ml, mmb 190.42 ng/ml).